Event description:
A caller reported a malfunction on their insulin pump, which did not result in any adverse impact on their blood glucose levels. The technical support team determined that a replacement pump was necessary and arranged to send one with updated software to the customer. The customer was advised to use multiple daily injections (mdi) as a backup therapy until the replacement arrived. Technical support provided instructions for returning the malfunctioning pump and preparing the new pump, including storing the existing pump and connecting the continuous glucose monitor (cgm) to the replacement. The customer acknowledged all instructions, and a signature was required for delivery.